Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, presume that the cause of the phenomenon may have been damage to the equipment due to customer mishandling and normal wear and tear. Therefore, the root cause of the reported event is unable to be pinpointed further. The event can be prevented by following the instructions for use (IFU) which state: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, due to deformation of electric connector guide pin, water tightness is lost, due to a pinhole on channel tube, water tightness is lost, due to damage on bending section cover, insulation resistance value at distal end does not meet specifications, due to damage on ultrasonic probe, the number of missing element exceeds the specification, acoustic lens is damaged, connecting tube is deformed, connecting tube has a scratch, and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope seal is defective. During inspection and evaluation, a gap of adhesive on the distal end / stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. The indication of the insertion tube is missing (more than 1 mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.